Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ( (B)(6)) lost stimulation after receiving defibrillation due to atrial fibrillation. The patient had turned her ipg off prior, but was unable to turn it back on after. The patient is unable to communicate with or charge her ipg. Surgical intervention is pending to address the issue.